Manufacturer narrative:
E1: reporting institution name:(B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a lower-than-normal tidal volume. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a lower-than-normal tidal volume. The customer reported that the tidal volume returned to normal once the ventilator was replaced. The investigation is ongoing.

Manufacturer narrative:
H10: a follow up was performed with the key market, and the responder reported that there was no issue with the device. The km reported that the hospital staff modified the tidal volume setting and alarm settings, and the equipment was used normally.